Manufacturer narrative:
Other, other text: a1,h6: additional information. Information was received that incident occurred during testing; no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched lens. Event history log review was performed and found evidence of reported problem. Visual inspection power up self-test, functional testing, and event log verified was performed. The customer reported problem could not be duplicated. However, error code verified in the pump ehl which occurred once. Further investigation found no physical damage found on pump main board. Investigator reload the software for preventive and perform a full pm and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information received indicating that a cadd solis vip pump gave error 45169. No adverse effects reported.